Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced issue with 5 infusion set leakage issue on 27-jul-2024. The leakage was located at unknown location. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 5 of 5. E1: patient city: (B)(6). Patient country: united states. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.